Event description:
A customer contacted beckman coulter inc., (bci) and reported that they obtained an erroneously elevated troponin (accutni) result within the risk stratification range for one patient sample. The event is associated with the unicel dxi 800 access immunoassay system. Repeat testing of the patient's sample re-produced the elevated patient result while repeat testing on an alternate methodology produced a lower result that was discordant to the access results. The elevated results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection device and centrifugation information have not been supplied to date. Qc, system check, and service information have not been supplied to date for this event. A definitive root cause for this event has not been determined to date. A total list of the mdrs that are being reported on different dates at this customer site for this event: 2122870-2011-06322, 2122870-2011-06323, 2122870-2011-06324, 2122870-2011-06325, 2122870-2011-06326, 2122870-2011-06327, 2122870-2011-06328, 2122870-2011-06329, 2122870-2011-06330, 2122870-2011-06331, 2122870-2011-06332, 2122870-2011-06333, 2122870-2011-06334, 2122870-2011-06335.